Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for chronic low back pain/spinal pain. It was reported that patient had a system explanted on (B)(6) 2020 due to an infection near the battery pocket. The patient received acupuncture on a routine basis and has received injections in her lower back that may have contributed to the issue. The system explant resolved the issue. No diagnostics were performed. No further complications were reported or anticipated.